Event description:
In 2009, pt reported, his blood glucose has been elevated for the last 3 days. Pt reported his last blood glucose reading was 360 mg/dl 15 minutes prior to the call. He stated, he took 10 units of insulin via injection. Pt reported he has received no error or alerts displayed on his infusion device. He stated, his infusion tubing has been in use for 6 days. Explained that infusion tubing needs to be changed every 6th day. Had pt change tubing. He stated, his infusion adapter had been in use for 2 weeks; stated he has not used 10 cartridges since changing adapter last. Explained that adapter needs to be changed with every 10th cartridge change. Pt reported, he puts insulin into cartridge and infusion device when it is still cold. Explained that insulin needs to warm to room temp before using. Pt reported there are visible small and large air bubbles in the cartridge. Had pt disconnected from site and attempted to prime out air bubbles. Primed infusion set several times, and insulin flowed at end of tubing, but air bubbles would not prime out. Pt reported, he would try a new cartridge of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On follow up call the following month, pt reported, he changed the infusion adapter after the call and was able to prime the air bubbles out of the original insulin cartridge, and no more air bubbles formed. He stated after changing the adapter, his blood glucose levels have come down to normal range. Replacement adapter was sent; requested return of the alleged adapter for evaluation.